Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that, after three months of support, the hospital exchanged the patient's pump with another lvad due to pump thrombosis. Additional information provided by the vad coordinator indicated that the patient had been experiencing increased plasma hemoglobin and elevated lactate dehydrogenase (ldh) levels. Several days before the pump exchange, the patient received a red heart alarm that reportedly resolved after the system controller was changed out.

Manufacturer narrative:
The explanted device and two system controllers were returned to the manufacturer for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.